Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022, the patient was diagnosed with a buried bumper and the tubing was surgically removed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.